Event description:
It was reported that the patient presented to the emergency room with pocket redness and tenderness secondary to an infection. The physician did not attribute the cause of the infection to the abbott device or procedure. Additionally, the pacemaker was noted to be eroded, and vegetations were confirmed on both the atrial and right ventricular leads via echocardiogram. The pacemaker system was subsequently explanted. The patient remained stable.